Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported experiencing cracked infusion tubing 4-5 times since beginning use of the infusion device. He stated that in each instance his blood glucose elevated (value not provided) and he found the infusion set cracked and insulin leaking. He stated, he changed the infusion set and bolused to lower his blood glucose. He stated, he changes his infusion site and tubing every 4 days and he was advised to change the infusion site every 3 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets have been discarded. No product was requested to be returned for evaluation.